Event description:
It was reported that the patient went to the hospital two weeks before surgery because the product was not working properly. The left cylinder was replaced by hospital due to a hole in the left cylinder. The cause of the cylinder hole could not be explained in detail at the hospital. After this operation, the patient got better.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of cylinder hole and mechanical issue were confirmed via product analysis. The ams700 ipp cylinder was visually inspected and functionally tested. There was a leak in proximal cylinder body attributed to fatigue and wear at fold; hole was present. Cylinder also has wear at fold in cylinder body. Cylinder was not pressure test due to leak was identified. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the product was not working properly. The left cylinder was replaced by hospital due to a hole in the left cylinder. The cause of the cylinder hole could not be explained in detail at the hospital. After this operation, the patient got better.